Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications. (B)(4).

Event description:
Covidien rec'd info stating that an 840 ventilator had a touch screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred.